Event description:
Patient with lvad therapy x 7 months presents with first episode gi bleeding post ventricular assist device (vad). International normalized ratio (inr) was 6.0. Six units blood were transfused. Upper endoscopy (egd) revealed a marginal ulcer with no active bleeding, but was treated anyway. Colonoscopy negative. Coumadin was resumed and inr was therapeutic at discharge. Aspirin therapy was stopped.